Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It is reported that there was a missing part of the screw from the jaw of the hemolok applier. The missing part was discovered after the procedure was completed. The applier was used through a single port during a prostatectomy procedure. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a (B)(4) lot in february of 2016. Evaluation of the returned instrument as received shows that the jaws and pivot pin are loose and separated from the tube assembly and the drive rod end and end of tube both appear bent and damaged. All parts were returned with sample for investigation and no parts are missing. As returned, this instrument is unusable as an applier. We are unable to validate the alleged complaint since no parts are missing from this applier as returned. All instruments were 100% visually inspected and tested at the (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the jaw pivot pin and the jaws to be separated and loose from the instrument and the drive rod and tube assembly to be bent, but other remarks: mishandling at the customers facility is highly suspected. No corrective action required. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided.

Event description:
It is reported that there was a missing part of the screw from the jaw of the hemolok applier. The missing part was discovered after the procedure was completed. The applier was used through a single port during a prostatectomy procedure. The patient's condition is unknown at this time.